Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer auxiliary 4.2 was not open completely. A field service engineer tested the drawer in hta and cleaned debris from bottom edge of back panel to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system half height cubie drawer was not able to open all the way. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.